Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that the cartridge was leaking from the septum. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to address the issues.